Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It has been reported that ventilation was interrupted with a babylog vn500 after switching to hfo and initiating no therapy. It was not possible to put the device back into service, thus it became necessary to replace it with another ventilator. In the meantime, the newborn needed to be hand-bagged for a long time while performing troubleshooting and replacement. After deterioration in state of health, the patient could be successfully reanimated.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
In the course of the manufacturer's investigation, the iacs workstation nc (serial number (B)(4)) was tested according to the manufacturer's specification and a test run was carried out. No deviations or device malfunctions could be identified. Furthermore, the device logbook was analyzed and showed that on (B)(6) 2017 at 8:03 a.m. The mode was changed to hfo. Between 8:29 a.m. And 8:33 a.m., several alarm messages were generated: "airway pressure high", "mean airway pressure high", "mean airway pressure low", "airway pressure low", "airway pressure negative (averaged)", "mv low", "insufficient air and o2 supply", "hfo not possible" and "disconnection?". At 8:33 a.m. The ventilator was put into standby mode by the user. The re-activation of the hfo ventilation mode at 8:35 a.m. Was again accompanied by several alarm messages. The unit was then put back into standby mode at 8:38 a.m. And then turned off. The log entries show that between 8:30 a.m. And 8:38 a.m. That the gas dosage module of the ventilation unit has performed several pressure reliefs due to detected deviations in pressure. Each pressure relief results in a stop of hf oscillation for about 2 seconds to protect the patient from undesirable pressures within the system. This specified device behavior corresponds to the user-reported interruptions of oscillation and the logged pressure alarms. An exact cause of these alarms cannot be identified on the basis of the log data and the available information. Possible influences may be deviations related to the breathing circuit system, disconnections or even performed suctions (since the alarm "airway pressure negative" was detected). A device related malfunction could not be identified. The iacs workstation nc behaved as specified and responded to a detected deviation in airway pressure with pressure relief and generated related alarms on the infinity c500 cockpit.